Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) indicated that this device appeared to be functioning as programmed. Moreover, rythmiq episodes stored in configured collection period; brady mode change to ddd mode from aai, as of this time, this lead remains in service. No adverse patient effects were reported.